Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on the ventricular rate/sense channel, with some corresponding fine noise on the shock channel. The device oversensed the noise, resulting in pacing inhibition. The patient is not pacemaker-dependent. Attempts to recreate the noise using isometric exercises were unsuccessful. Lead impedances were stable and within normal limits. The clinician also reported inability to obtain capture noted recently during threshold testing.